Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible on the outer member, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the first row of proximal struts. There were numerous bends along the entire length of the hypotube shaft. The tip length and stent outer diameters were measured and met manufacturing criteria. The inner and outer member distal to the guide wire exit notch was torn for a length of 10.3 cm. The torn material was wavy along the edges. Using a new indeflator filled with water, an attempt was made to pressurize the stent delivery system (sds) when fluid leaked from the tear in the inner and outer member distal to the guide wire exit notch. The balloon did not inflate due to tear. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Further, stent damage and bends are expected and not unusual with failure to advance events. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. The reported failure to advance appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for tears in the shaft for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the 3.0 x 12 rx vision stent system did not cross the lesion in the proximal left anterior descending artery. The patient was treated satisfactorily with an unspecified procedure. The patient experienced no untoward effects as a result of the failure to cross and there was no reported significant clinical delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the guide wire exit port was torn.